Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint on the interface board. The insulin pump was received without the original battery cap. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported a blank display. The blood glucose reading was 62 mg/dl. He stated that the insulin pump showed no signs of damge and that it had not been dropped or bumped. He stated that it may have been exposed to very little moisture, if any. He stated that the drive support cap appeared to be flush. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.